Event description:
During an orif of the right distal tibia the tip of the guide wire broke while being inserted and remained implanted. Subsequently, while the surgeon was implanting the screw, intraoperative imaging revealed the threads were peeling. The surgeon removed the screw. The peeled threads remained implanted as evidenced by intraoperative imaging. No delay to procedure. This is 2 of 2 reports submitted.

Manufacturer narrative:
Device used for treatment and not diagnosis. The 4.0mm ti cannulated screw was designed for the fracture fixation of small bones and small bone fragments. They are designed to be inserted over a 1.25mm guide wire. (B)(4). The mode of failure displayed in both devices in question is indicative of an overloading situation. The exact conditions under which each device failed is unknown the exact cause can not be determined. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The tip of the screw is broken off on the returned screw. There is thread damage on the first thread revolution. The 3 front flutes can only be partially seen due to tip being broke. There is discoloration on body of screw. The thread profile, thread major diameter and thread minor diameter were checked in the section of thread without damage and no issues were found. The two back flutes are present but the 3 front flutes can only be seen partially.